Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has scratches on the screen which made it hard to read, insulin pump rejected new batteries, insulin squirted out during priming, insulin pump was louder during rewind, buttons were less responsive, harder to press and sometimes had to press twice, had unexplained no delivery alarms due to site issue and had motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.